Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. Patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to occlusion. A right ventricular (rv) lead was present within the patient, but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the lead to provide traction, and secured with cook medical one-tie devices. First, multiple spectranetics devices (14f glidelight laser sheath, visisheath dilator sheath, and 11f tightrail rotating dilator sheath) were used to aid in the extraction. Then, switching to a 16f glidelight, an superior vena cava (svc) perforation occurred. The patient's blood pressure dropped, and rescue efforts began, including sternotomy. Despite rescue efforts, the patient did not survive the procedure. This report captures the 16f glidelight device in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.